Event description:
Baxter japan reports that a spike of a transfer set was broken during connection with the twin bag spike port by clean flash. The set was in use for about 3 months. The serial number of the clean flash machine is 12851. There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter, renq-CAPA-0031. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.